Manufacturer narrative:
This product is not expected for return and analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted left ventricular (lv) implant. It was reported the lead could not be placed as desired due to resistance encountered when inserting the guidewire. The physician attempted using a second guidewire and the resistance worsened. Suspecting an issue in the lead lumen the physician extracted the lead and implanted an alternate. No adverse patient effects were reported.